Manufacturer narrative:
Visual inspection of the returned product showed that one haptic was torn off and missing. Surgical residue/debris on product. Conclusion: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted a cc4204bf plate collamer lens. The surgical technician stated that the lens tore in half, part of the lens was implanted into the eye and was removed and the other half remains in the cartridge. No pt injury. The facility stated that they folded the lens using an angle forcep. The injector and cartridge model and lot numbers were not specified by the facility.